Manufacturer narrative:
Cont e1 zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "valve leaking."

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "valve leaking". Device has been explanted and replaced.